Event description:
It was reported that the right atrial (ra) lead exhibited increased impedance to high values, then rose to undefined/infinite values. There were also unstable thresholds with no capture at maximum outputs. Reprogramming was performed. Later, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.